Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm model #: sc-8336-50 serial #: (B)(4) description: coveredge 32, 50 cm 4x8 surgical lead the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing recurring infection at ipg and lead incision site. Symptoms of fever, redness, swelling and discharge were noted. The patient was placed on intravenous antibiotics. It was also reported that infection was not device and procedure related. The cause of infection was unknown. The patient was reportedly doing well.